Manufacturer narrative:
Age of device: 7 months, 26 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported patient had elevated inr (greater than 10). Patient denies bleeding, bloody stool, hemoptysis or hematemesis. Patient reported that he was last in usual state of health in early (B)(6) 2018. For the past month patient had been feeling increasingly fatigued and tired. Patient had occasional cough, cold and chills, but none recently. Patient reported appetite and weight loss of approximately 10 lbs in 2 weeks. Patient was transferred to the hospital for elevated inr (7.1) measured on (B)(6) 2018. Patient was on coumadin, aspirin 325 mg and persantine 150 mg. A CT scan of head was performed on (B)(6) 2018 which had punctuate hyperdensity along the left superior frontal cortex while this may be artifactual with slight in hardening artifact in this region in light of history concerning for small volume acute cortical or subarachnoid hemorrhage (sah). On (B)(6) 2018, CT scan report showed that there is superimposed remote left basal gangliar and left temporal infarction with encephalomalacia. A CT of head performed on (B)(6) 2018, more conspicuous focus of hypoattenuation at the lateral left pons which could be artifactual versus recent lacunar type infarct. Patient was immediately assessed once back in room. Neurologically unchanged , denied headache, shortness of breath (sob), dizziness, or change. Patient was held off on fresh frozen plasma (ffp) and would be kept on hold in case of active hemorrhage. Inr will be repeated and CT scan will be repeated. Patient still hospitalized due to positive blood cultures of staph epidermidis bacteremia. Plan of care includes putting patient on a peripherally inserted central catheter (PICC) and placing for home antibiotics. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. The center reported that the patient was admitted with their inr elevated over 10. The patient denied any bleeding, black/bloody stools, hemoptysis, or hematemesis but had been feeling fatigued with occasional cough, cold, and chills. CT scans showed punctate hyperdensity along the left superior frontal cortex, which was concerning for small volume acute cortical or subarachnoid hemorrhage. The center also noted superimposed remote left basal gangliar and left temporal infarction with encephalomalacia. The patient denied headache, dizziness, and shortness of breath. The system controller log file that was submitted for review contained no atypical alarms and the system appeared to be operating as intended. However, it was noted that the system operated exclusively on external batteries for days at a time. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. Bleeding, stroke, and infection are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on vad support and no further issues have been reported. The manufacturer is closing the file on this event.